Event description:
It was reported that the device was used during an unspecified surgery in 2000. Paralysis to the lower extremities occurred at an unspecified time following surgery. No additional info provided at this time.